Event description:
It was reported that the user experienced a low blood glucose episode after announcing a meal while glucose levels were trending downward, which contributed to hypoglycemia; the user confirmed the low with a fingerstick, treated the hypoglycemia, and synchronized device logs for review. Symptoms included hypoglycemia, with a documented nadir of 57 mg/dl. Outcomes included recovery with oral glucose and no hospitalization. Investigation included review of synchronized report logs and discussion of meal announcement timing and low-glucose treatment practices. Investigation of this case revealed that the device functioned as expected, continuous glucose monitor (cgm) and manual readings were concordant, and user timing of meal announcement contributed to the low. It was concluded, based on previously established findings for similar reports, that user-related use pattern and meal announcement timing were the most likely causes.